Event description:
The pt was last refilled on (B)(6) 2011. The first motor stall noted in logs was on (B)(6) 2011 with a recovery on (B)(6) 2011, followed by an additional motor stall and recovery. The final motor stall occurred on (B)(6) 2011 with no recovery noted to date. The pt was sick and was admitted to the hospital on (B)(6) 2011 with symptoms of hypertension, tachycardia, dry heaving, and persistent yawning. The pt was discharged and admitted sometime later with an "infectious process". Rocephin was being administered via a PICC line. The pt was seen in the clinic today for a refill and alarms were noted as well as significant volume discrepancy. The pump was refilled. The drugs being administered via the pump were bupivacaine, clonidine, and dilaudid. Additional info has been requested.

Manufacturer narrative:
(B)(4).